Manufacturer narrative:
Ni

Event description:
Report rec'd indicated that during a percutaneous transluminal angioplasty (pta) to the iliac artery resistance was met resulting in premature deployment of the stent. The vessel had severe calcification, moderate tortuosity and 99% stenosis. Approach from the brachial artery was made and stent delivery system (sds) was advanced to the lesion; however, there was resistance between the sds and the sheath introducer subsequently, the tip of the stent was exposed. Therefore, the sds was retrieved and exchanged for another to end procedure. There was no adverse consequence to the pt. This product will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.